Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files are unable to capture a product problem. In conclusion, the reported clinical issues (hypotension, effusion, and perforation), could not be confirmed through testing. There is no indication of relation of adverse event to the performance of the balloon catheter. The balloon catheter was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure dropped and was initially attributed to a vaso-vagal response. The pressure continued to drop and a large pericardial effusion was noted. The physician tapped the patient's chest and pericardiocentesis was performed. The case was aborted and the patient was under general anesthesia. The patient was taken to surgery where a tear was noted near the left superior pulmonary vein (lspv). The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.